Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issue with five infusion sets and faced tape not sticking event, on (B)(6) 2026. The patient stated that the tape did not adhere after the tubing was caught and pulled when the patient wore his belt incorrectly. No further information available.